Manufacturer narrative:
Additional information was added to b3, e1, h4, h6, and h11: h4: the lot was manufactured between july 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix vented, high-volume inlet leaked from the location where filter is attached to the inlet (spike). This occurred during compounding. There was no patient involvement. No additional information is available.